Event description:
The pt experienced a loss of tremor control following device replacement for end of battery life. Reprogramming did not resolve the issue. Impedances were within normal limits. X-rays did not reveal any breaks. Movement of the arm and palpation of the device did not elicit side effects. The deep brain stimulator was reprogrammed by increasing the therapy amplitude and changing different electrodes and no side effects were elicited. The pt was referred to a neurosurgeon for eval and possible replacement of devices. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.